Event description:
The customer reported having unexplained high blood glucose for more than a year. The customer¿s most recent glucose reading was 174 mg/dl. Troubleshooting was performed. Ran a fixed prime test and the insulin did exit. The caller stated that 50% of the time when she changes the infusion set the cannula is bent. Instructed the customer to switch the infusion set. The caller mentioned that the insulin pump does not alarm when the reservoir is empty. Advised the customer that the replacement will be replaced as she does not feel comfortable with it. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.